Event description:
It was reported on (B)(6) 2012, that the patient experienced the pain in the back of her head, along the pathway of her occipital nerve stimulator. The patient presented to the office the day prior with a slightly reddened and raised area in the left occipital region of her scalp. The patient also had more prominent lead or extension pathway between the base of her skull and the base of her neck. The pain in the reddened area caused difficulty sleeping and getting comfortable. There had been no change with regard to stimulation. X-rays show no movement in the implanted leads. The health care provider suggested waiting three weeks before further action. On (B)(6) 2012, it was reported that the patient received "a shot" to reduce inflammation at the previous physician visit reported. The swelling reduced as a result. It was noted that "through physical therapy manipulation it might have caused one of the wires to move a little bit." The patient stated that the hcp had said that the area had bleeding when it "fudged a bit" and that might have been why the area got swollen. The patient was still having pain in the thoracic area down to the hips. The patient had received "trigger point injections" in her legs for pain. The patient had a "tremendous" amount of pain in her back and was having pain on the right side of her head. It was stated that the patient had a "bulgy lump" on the back of her neck and also where the third incision at the top of the spine. The system wasn't "working as it should be." The patient could not lay her head down due to pain. It was noted that the pain was on the other side of her head compared to three weeks prior. The patient had to increase stimulation in order to feel stimulation. The manufacturing representative checked the device at the prior appointment; no abnormalities were reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was the occipital lead pulled back some with physical therapy, two years after implant. No surgical intervention occurred; reprogramming resolved the issue on (B)(6) 2012. The patient did not require hospitalization and was reported as doing well at present.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).